Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter had an "apply sample" issue. The patient indicated that the alleged meter issue started about 3 days prior. As a result of the alleged meter issue, the patient continued to take her usual dosage(s) of oral medication(s) for diabetes. A day prior to contact lifescan, the patient reportedly developed symptoms of blurred vision. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The patient was not using a correct technique for testing with the reported meter. The alleged meter issue was resolved with troubleshooting. The test strips were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Weight not provided. Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.